Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an e70 alarm. The customer was advised that we can't complete troubleshooting if the pump is not with her or her son. The customer was advised to call us back once the device is there with them to be able to troubleshoot.